Event description:
Treatment of an avm. It was reported onyx could not be visualized exiting the catheter's tip during procedure. An angiogram was performed and the avm vessels were no longer fillable. The physician was unsure if this was caused by vessel vasospasm or the vessels were embolized with onyx. No patient injury reported.

Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification.